Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle had a foreign object on the needle. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6) 2023 that there was foreign matter and oily matter on the 301746 straight needle. Will return 1 reserved sample, no blood drawn.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-07-26 h.6. Investigation summary: device was returned, investigation has been updated. H.6. Investigation summary: material #: 301746 lot/batch #: 2235948 bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter was analyzed by fourier-transform infrared spectroscopy (ftir) analysis, and it was determined to be silicone, most likely the IV cannula lubrication. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to improper cleaning in the lubrication process. As a corrective action, the preventative maintenance procedure was updated with more detailed cleaning information.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle had a foreign object on the needle. The following information was provided by the initial reporter. The customer stated: the customer complained on june 13, 2023 that there was foreign matter and oily matter on the 301746 straight needle. Will return 1 reserved sample, no blood drawn.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle had a foreign object on the needle. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6) 2023 that there was foreign matter and oily matter on the 301746 straight needle. Will return 1 reserved sample, no blood drawn.